Event description:
The customer reported an exposure to the eye while decontaminating the glp track end. The customer stated that while cleaning spilled hiv positive serum from the track, the cotton swab bent and flung the cleaning fluid and spilled serum into their eye. The customer rinsed the eye immediately and went to the emergency room where they were given a one month supply of post-exposure hiv medication. The customer was able to return to work.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported an exposure to the eye while decontaminating the glp track end. The customer stated that while cleaning spilled hiv positive serum from the track, the cotton swab bent and flung the cleaning fluid and spilled serum into their eye. The customer rinsed the eye immediately and went to the emergency room where they were given a one month supply of post-exposure hiv medication. The customer was able to return to work.

Manufacturer narrative:
The complaint investigation for an exposure to the eye while decontaminating the glp track, serial (B)(6), included a review of information provided by the customer, a search for similar complaints, ticket trending review, labeling review, and device history record review. While cleaning spilled serum, the cleaning fluid soaked cotton swab bent and splattered the material into the customer¿s eye. The customer immediately rinsed the eyes and sought medical attention. When the serum was found to be hiv-positive, the doctor prescribed hiv post-exposure medication for one month. The customer was not wearing protective eyewear. No subsequent issues have been reported. A review of the history revealed no contributing factors described in this complaint. A review of historical data was done, and was adequate, with no trends found. Labeling was reviewed and sufficiently addresses safety hazards including the wearing of personal protective equipment (ppe) and safety awareness where hazards may exist. The abbott automation solutions (aas) team found that the customer spilled the sample serum onto the cross switch and when cleaning the spill did not wear safety goggles. Aas verified that the operations manual does indicate wearing personal protective equipment, including goggles, is necessary when potentially coming into contact with biohazardous material. Based on the results of the investigation, aas determined that no further actions are necessary. An investigation determined the adverse event injury is associated with a use error as the operator did not observe proper personal protection equipment (ppe) during cleaning of biohazardous material of the glp track end. Based on the information provided and abbott diagnostics¿ complaint investigation, the glp track end, serial number (B)(6), met performance specifications and performed as intended at the customer site, and no systemic issue or deficiency was identified.